Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The device broke after only one year and four months. The patient had two more surgeries and so far they were trying to repair the device with no help at all.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) tried to revise the implant on (B)(6) 2014. After trying to put in a new implantable neurostimulator (ins) the hcp determined that the ¿number was sky high¿. Therefore, the hcp determined that the lead wire broke. The hcp took the patients ins out. The hcp had done an earlier procedure where fluoroscopy was used but the hcp couldn¿t find anything. The patient started to have trouble with the implant in (B)(6) 2014. The patient noted that some channels worked and some didn¿t. There was no known accident or incident related to the complaint. The patient¿s status was unknown. The patient wanted the current issue to be fixed without costing him anything. The lead broke and the patient was going to need surgery to replace it. The manufacturer representative (rep) was present for the lead revision on (B)(6) 2014. There had been a disagreement before the procedure between the patient and the hcp. The lead impedances were off and the hcp had planned to replace the battery to repair the issue. When the hcp got in there and realized the lead was the issue, the hcp just took out the battery and closed the incision. The lead wire was not removed. The hcp wasn¿t going to deal with it. The hcp felt it maybe they didn¿t allow enough time for the procedure because it was not what they expected to find. At that time, the rep was not aware of any plans to replace the lead wire.

Manufacturer narrative:
Conclusion - no longer applies.